Event description:
The lay user/patient contacted lifescan on july 11, 2006 and alleged that her one touch ultra meter was displaying the three dashes. The medical affairs specialist was unable to reach the patient via phone after several attempts. A letter was also sent to the address provided. It was discovered during troubleshooting that the subject meter was brand new meter. The patient did not know how to code the new meter. He got the meter last wednesday (in 2006) and had to see the doctor on wednesday and thursday. The patient reported that since he could not test on the meter, he went to see his doctor and was tested on the doctor's meter with the result "between 500 mg/dl and 600 mg/dl. He was not experiencing any symptoms at the time of concern. His oral medication was increased to 500 mg glucophage and "200 mg" glyburide. The dose of glyburide may not have been reported correctly. At the time of troubleshooting, it was verified that the meter had not been coded previously. The patient was educated and trained on coding the meter and the issue was resolved. The control solution test performed was within range. Although the issue was resolved with troubleshooting, this complaint is reported because the patient was not able to test on the meter (due to use error) and it is not clear if the patient was tested on the doctor's meter on the same day he got the new meter or the next day. The doctor's meter result reflects a serious injury. Products were not replaced at this time.